Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient's blood glucose was 25 mg/dl with loss of consciousness. The reporter noted the patient had been hospitalized for a separate, unrelated issue, and that during hospitalization, the pump was powered off for over 24 hours. Reportedly, the pump was powered on, and the date and time were not entered correctly. It was reported that the pump's delivery settings were not recently changed by a healthcare provider. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.